Event description:
It was reported that during testing conducted at the user facility, the tip of the device broke off. No impact to the patient and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the tip is broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility, the tip of the device broke off. No impact to the patient and no adverse consequences were reported with this event.